Event description:
The surgeon pulled the mesh tape through one side of the pt. They went to thread it through the stylet for the other side and it broke outside the pt. They removed the tape already in one side and used another. No pt injury reported.